Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femur, catalog 183013, lot unknown; biomet cc I-beam tray, catalog 141225, lot unknown; unknown biomet arcom 3 peg/post. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06605. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right knee manipulation approximately two months post total knee arthroplasty and again after approximately four months post implantation. No additional information is available.